Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G4 PMA/510(k) number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27238. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27238.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient had an impella cp pump placed for support of acute myocardial infarction. The pump was placed to allow for percutaneous coronary intervention. The patient lost pulse bilaterally but, the pump remained on for support until the family made the decision to withdraw care after 27 hours. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.